Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a critical error. The insulin pump had not been dropped or bumped. The blood glucose reading was 250 mg/dl. The customer already reverted to a back up plan and it was advised that the insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to a corroded electronic assembly. No moisture damage was found on the force sensor or motor during visual inspection. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the critical pump error. The pump was received with a scratched case, serial number label fading, a pillowing keypad overlay, and minor scratches on the lcd window.